Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a septoplasty, after deploying 4 staples into the patient's nose, the tip of the entact septal stapler fell apart. The procedure was completed using a s+n back up device. There was no surgical delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was not returned in original packaging. The blue indicator is at the distal tip indicating the staples have all been deployed. No visible deficiencies. A functional evaluation was performed on the returned device and found that pulling the trigger closes the upper and lower arms, then as the trigger is released, the arms reopen. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an impact event inconsistent with normal use. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.